Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax after the ion procedure. The patient experienced a pneumothorax that required a chest tube and hospitalization. The pneumothorax occurred during the ion procedure; therefore, the procedure was aborted. Some biopsies were obtained, but not great samples. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following additional information: the physician states that the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. The physician reports that the lesion being very peripheral in the right middle lobe caused the pneumothorax. The lesion size was 1.3cm, located in the right middle lung, and 0.5 cm from the pleura. No diagnosis was obtained. The patient did not exhibit any symptoms. Treatment provided was placement of a 14fr chest tube, breathing treatments, and oxygen therapy, as well as admission to the hospital. The patient has a history of tobacco abuse.

Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed clinical feedback. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site's system logs for the reported procedure date was conducted by. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.